Event description:
During a sigma cancer procedure, there was a malfunctioning in the closing mechanism of jaws, and the device could not open completely. This malfunctioning led to a non homogenous closure of the staples. The surgical procedure did not report any change and was completed successfully. There was no patient consequence.